Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex w/ shield pusher was returned for analysis within a shipping box, within an opened pipeline flex w/ shield outer carton, within an opened pipeline flex w/ shield inner pouch, within a dispenser coil and within an introducer sheath. The phenom-27 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the pipeline flex w/ shield hypotube was found stretched with the ptfe shrink tubing still intact. No damage was found with the resheathing marker, resheathing pad or with the proximal bumper. The distal wire was found broken between the resheathing pad and ptfe dps sleeves. The distal segment was not returned for analysis. The already detach braid was not returned for analysis. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as it was not returned. Possible causes include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. Customer reported all devices were prepared per IFU, device was not placed within a bend, and no resistance was experienced during delivery/positioning. The customer report of ¿resistance during retrieval¿ was likely to have occurred as the damages found is consistent with resistance. The hypotube was found stretched and the distal wire was found broken, likely due to the resistance. It is possible that the braid became damaged during the failure to open, causing the braid to not retract properly within the phenom-27 micro catheter. As the phenom-27 micro catheter used in the event was not returned for analysis, any contribution of the phenom-27 micro catheter to the failures could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open in the distal section. The patient was undergoing flow diversion assisted coiling surgery for treatment of a saccular, unruptured supraclinoid, left internal carotid artery (ica) aneurysm. It had a max diameter of 18 mm and a 10 mm neck diameter. The landing zone was 3.80 mm distally and 4.75 mm proximally. The access vessel was the femoral artery with a diameter of 4.50 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was the same as previous. It was reported that the distal part of pipeline flex stent device would not open after multiple attempts, so the physician retrieved the pipeline device along with phenom 27 catheter. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter and removed from the patient. The phenom 27 catheter and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no resistance was felt during delivery or positioning.

Event description:
Additional information was received stating that the cause of the event was investigated but could not be identified. The procedure was completed by deploying another flow diverter. Regarding the report titled "damaged pipeline shield & phenom 27," it was clarified that since the device could not be opened distally, it was retrieved, and both the pipeline and phenom 27 became stuck together. No damage was observed on the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.